Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that all keypad buttons were unresponsive to user presses. The ok button and the up and down arrow buttons do not have the normal spring back or click. The contrast button is operational. There is no visible damage to the rubber keypad but the audio bolus button is detached. When the keypad cover was removed, there was contamination under the key contacts of all buttons. In addition, the ok key contact, and the up and down key contacts are inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the audio bolus button fell off and was missing. At the same time, the reporter noted that the up and down arrow buttons sometimes stick and do not always respond. The reporter claimed that there was no visible damage to the rubber keypad. The alleged malfunction is being reported because the issue could not be resolved.